Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00575001502 - femoral component precoat, size e, right, lot #: 63853656. 00598603702 - stemmed non-augmentable tibial component option cr/ps/lps, size 4, for cemented use only - 64055714. 00597206532 - all poly patella standard, size 32 mm, diameter 8.5 mm thickness, cemented - 64047515. Foreign country: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported by the patient that they underwent an initial tka. Subsequently, the patient had a recent spectct scan approximately 2 years later showing early loosening of their implant as well as rejection symptoms which are currently being investigated by their hcp. The patient is inquiring about the manufacturing date of their implant to aid in further decisions regarding their revision and potential allergy issues. Attempts have been made and no further information has been provided.